Event description:
Leaflet thickening- emerging data suggests leaflet thickening occurs in up to 20% of tavr patients evaluated in 1 year. Increasing gradient tavr performed (B)(6) 2022. Model marketed as having design to prevent paravalvular leaks- ¿moderate¿ paravalvular leak observed within 24 hours of implantation. Increasing gradient across bovine bioprosthetic vv observed by cardiac echo. Gradient now 23mm-indicative of aortic stenosis-systolic murmur grade 2/6 evident on auscultation. Thickening of leaflets documented by cardiac CT. Suspected of representing thrombus-risk of increasing thrombus and cva. Pt to be placed on coumadin for 3 months and re-evaluated by repeat cardiac echo to see if gradient progresses or regresses. Potentially related to design flaw-processing of bioprosthetic materials to be of bovine origin. Ongoing surveillance is required to know the extent, severity and outcome of the cohort of pts with this model valve.